Event description:
Allegedly, the lamp is failing at 300 hours and the jaw is not releasing the light cord properly.

Manufacturer narrative:
Additional info will be provided once investigation is completed.